Event description:
This is the same event and the same patient reported under MDR ID # 2939859-2002-00010. This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request, for traceability purposes. The evening after injection with two formulations of bovine collagen the patient developed bruising and later a scab and an open sore with erythematous margins. The physician used topical silvadene, and keflex 500mg.,p.o qid times 7 days. Within 9 days the sore was healed and the symptoms were resolved.